Manufacturer narrative:
Additional information was received. The pvl was reduced after post dilation. There was a calcification between the right and left sov, which may have caused the closure of left main during the deployment of the valve. The left main was approximately 13mm in diameter. The new information does not change the results of the investigation.

Manufacturer narrative:
Procedural cine and pre-op CT were submitted for review by an edwards physician proctor. Pre-op CT: unable to re-create 3mensio; heavily calcified aortic leaflets procedural cine: heavily calcified bulky aortic leaflets; calcified lad; bav x 1 done well, no injection; during bav, left aortic leaflet moves and blocks l-main artery; valve positioned and deployed well; post valve deployment, l-main total occlusion (no flow); l-main wired, pta and stent placed; post dilatation x1 to s3; last image shows patent left coronary artery system impression/recommendations: heavily calcified bulky leaflets are known to put a patient at high risk for coronary occlusion. The patient¿s bulky calcified leaflet moves with bav inflation and temporarily blocks l-main artery. The patient¿s bulky calcified leaflet also moves during valve deployment causing complete occlusion of the left main. The cause of the coronary occlusion is due to a bulky calcified left aortic leaflet. It is recommend to pre-wire and place an un-deployed stent in the coronaries as a precaution in case of bulky leaflets. This could prevent a fatal complication.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, as reported, sov calcification may have been a contributing factor for the left main occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4) after deployment of a 23mm sapien 3 valve in the aortic position, the patient suffered of severe hypotension and angio showed a hypo-perfusion of the left main. The left main artery was stented. Tee showed pvl and the valve was post-dilated. Post procedure, the patient was stable, however, they expired three days later of multi organ failure. As per medical opinion, sov calcification may have been a contributing factor for the left main occlusion.